Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary lead, 3058 interstim urinary ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced jumping/spasm sensations in their abdomen, back and legs prior to an implant procedure. The clinical staff noted that the temporary external pulse generator was interfering with the patient's existing interstim gastroenterology urology system. Following the implant of a permanent pacemaker, the same sensation and interference had occurred. No further information could be obtained through follow-up investigation. No further patient complications have been reported as a result of this event.